Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a defective power supply resulting in the programmer being unable to power on. It was also noted that no paper was in the paper tray. The bullet assembly was missing. The radiofrequency head anti slip layer was missing and the handle was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.